Event description:
Dealer alleges flashing wrench on joystick and the m51psr16b power chair stopped, through troubleshooting found brake has an open circuit, dealer advised meter tells him circuit is not working properly.